Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft broke. A 3.50 x 32 mm synergy megatron was selected for use. The device was advanced and successfully implanted. During attempted withdrawal of the delivery system, the shaft broke. The device was removed from the patient and the procedure was completed with no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the shaft broke. A 3.50 x 32 mm synergy megatron was selected for use. The device was advanced and successfully implanted. During attempted withdrawal of the delivery system, the shaft broke. The device was removed from the patient and the procedure was completed with no patient complications.